Event description:
It was reported, the high flow insufflation had an overpressure alarm that occurred and didn't clear. The issue occurred during a therapeutic laparoscopic colectomy and was completed using a different insufflation tube. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date cannot be identified because the lot/serial number was unknown. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper settings of another company's smoke evacuation system. The instruction manual and device labeling were reviewed, and no abnormalities were found that could lead to the event. Olympus will continue to monitor field performance for this device.